Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms during the load process. The customer's blood glucose level was over 500 mg/dl. The customer administered a manual injection. Reportedly, the customer was ultimately able to successfully load a cartridge.